Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with two implantable neurostimulators (ins) for multiple back operations. It was reported that one of the inss was removed because it no longer served the right spot due to a ¿patio fall¿. Instead of stimulating the patient leg and back, it stimulated their breasts and arms. No further complications were reported or anticipated.